Manufacturer narrative:
Evaluation of mixer by sechrist industries, inc. Is not possible as the unit will not be returned for evaluation. Since the unit will not be returned, we can not confirm the reported issue. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventive actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented, and acted upon as warranted. Manufacturer reference file no. (B)(4).

Event description:
Customer reporting that the, "alarm module for the gas blender is not working properly." No patient injury was reported.